Manufacturer narrative:
Additional information provided by the physician clarified that a combination of the surgical complications (bleeding, long anesthesia time, and multiple medications) causing physiological injury (bp, kidney, etc) and an extremely fragile patient all contributed to the patient¿s death. The commander delivery system was returned to edwards for evaluation. Preliminary visual evaluation revealed neither the balloon nor the flex tip were returned. The distal end of the flex shaft appeared stretched, braiding and was exposed. Scratches were observed on the flex shaft. The flex shaft was returned with no guidewire lumen. Investigation is ongoing.

Manufacturer narrative:
The returned delivery system underwent further visual analysis. Visual analysis revealed the flex shaft was cut distal to the handle. The device was returned locked with partial fine adjust used. No kink was observed on the balloon shaft. The distal end of the flex shaft was returned stretched, scratched, with metal braiding exposed and a portion of the flex shaft wire. The balloon, nose tip and flex tip was not returned. No guidewire lumen was present. No other abnormalities were observed on the delivery system. Functional analysis was performed. Although the device was returned cut and separated, the portion of the flex shaft returned was able to be moved through the handle with no difficulty. The handle was also able to be locked and unlocked with no difficulty. Dimensional analysis was not able to be performed given the condition of the returned device (balloon and flex tip not returned). During manufacturing the inflation balloons on the delivery systems undergoes multiple 100% inspections by manufacturing and quality. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-nonconformance contributed to the reported complaint. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint for ¿balloon ¿ burst¿ was unable to be confirmed and no manufacturing or IFU/labeling inadequacies were identified. Per report, the patient¿s native annular calcification was bulky/severe and native leaflet calcification was severe. The complaint description also states that ¿post procedure, after reviewing the imagery, it was seen that the pusher was not retracted prior to valve deployment. This was probably the reason for the balloon burst¿. Per the training manual, the flex tip should be positioned on the triple marker prior to thv deployment to ensure unobstructed inflation during deployment. Therefore, based on the available information, the patient (calcification)/ procedural factors most likely have contributed to the balloon burst. The complaint for delivery system - withdrawal difficulty through sheath was confirmed. The device was returned cut and separated into pieces. The complaint description states ¿after 4 hours of manipulations, many sheaths, guidewires and snares had been used, the original e-sheath had been retrieved, the system was cut at various places and everything possible was removed, but it was not possible to get the balloon and distal tip out.¿ possible patient/procedural factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification/ vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved and position of the flex tip on the delivery system during retrieval (procedure instructs the use to ensure flex tip is still over the triple marker). The reported condition of the distal end of the delivery system being caught on the sheath or the patient artery could result in difficulties withdrawing the delivery system from the patient. The likelihood of the inflation balloon getting caught is increased with a ruptured inflation balloon and exacerbates delivery system withdrawal difficulties. As stated in the complaint description ¿after 4 hours of manipulations¿, the distal end of the delivery system was unable to be retrieved. Based on the available information, the combination of patient and procedural factors likely contributed to the reported retrieval difficulty. The complaint for delivery system - difficulty crossing native annulus was unable to be confirmed. Per the complaint description, ¿difficulties were encountered in crossing the native valve due to the calcification¿. It was reported that patient¿s native annular calcification was bulky/severe and native leaflet calcification was severe. Additionally, no bav was performed to pre-dilate the calcified native valve. Per the training manual, inadequate bav and calcification can make it difficult to cross native valve. Thus, it is likely that patient/procedural factors have contributed to the reported difficulty in crossing the native annulus. Review of complaint history for the month of february 2017 revealed that the occurrence rate does not exceed the control limits for these failure modes. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, during valve deployment, the commander delivery system balloon burst. The patient was taken to the operation room for the removal of the torn balloon but expired post procedure due to complications of the surgery. Initially, no bav was done. After the commander crossed the arch, difficulties were encountered in crossing the native valve due to the calcification. After 10minutes, it was decided to perform a bav. However, while the bav catheter was being prepared, the physician was able to cross the annulus with the valve. During valve deployment, the commander balloon burst. Despite this, the valve was well implanted, which resulted in no significant leak. No post dilation was needed. The commander delivery system was retrieved inside the esheath but when it was attempted to be removed it was observed to be ¿hanging at the iliac branch¿. It was seen that the tip of the commander and the balloon were outside the esheath. For some reason it went through the seam at the middle length of the sheath. The torn balloon was making an ¿umbrella effect¿ and hanging to the esheath or to the artery, and it could not be pulled nor pushed. Eventually, the esheath was managed to be retrieved, the system was cut at the handle and the balloon catheter of the delivery system were also removed. The patient was then taken to the operating room for the removal of the torn balloon. The operation was complicated and the patient expired post procedure as a consequence of the operation. Post procedure, after reviewing the imagery, it was seen that the pusher was not retracted prior to valve deployment. This was probably the reason for the balloon burst.